Event description:
Medical affairs has been unable to get in contact with the pt and will be sending a letter to obtain more clinical info. The pt called alleging that segments were missing on the meter for the past three weeks. Pt experienced symptoms of a headache, and dizziness at the time of testing. Pt had taken insulin after attempting to use the meter and contacted emergency services. Pt ended up in the ER with blood glucose over 400 mg/dl and was treated with insulin. Pt does not know what the lfs meter had read, due to the segments missing. Customer service was unable to resolve the issue and sent the pt a new meter. Based upon the initial info provided, this case is being reported as an adverse event, since the pt was also unable to obtain a reading on the lfs meter due to segments missing and could have delayed treatment.